Event description:
Description of event according to initial reporter: "on (B)(6) 2010, I had a cook gunther tulip ivc filter placed. From 2011 to 2013 I had several pulmonary embolisms some which caused a small stroke, loss of hearing in my right ear. I also had seizures, and temporarily I had paralysis on my left side. In 2013, I had a surgery because clots were traveling in my body. I asked why this happened when I have a filter to prevent this from happening. In 2014 when I asked for the manufacturer and for medical device info, I was told there wasn't any documentation or labeling product ID or the company and type of filter. In 2021 I received a voicemail from my primary doctor, that the filter I had was a cook gunther tulip filter, but that there are no other records just the verbal one which I asked for in writing and that was denied. They assured me that there aren't any recalls documented with this type of ivc filter. I don't want anyone else suffering like I have, so I wanted to notify whoever about my complications and adverse side effects from the cook gunther tulip ivc filter. Concomitant medical products: kidney stents, ivc filter, reaction arixtra shots, iron, one a day vitamin".